Manufacturer narrative:
The subject device was evaluated. Device inspection found foreign material clogged inside the nozzle. Furthermore, the following findings during device evaluation were noted : nozzle -insufficient water removal noted. Distal end -lens glue -discoloration noted. Ccd cover lens glue - chipped noted. C-cover - scratch . Bending tube - deformed . Connecting tube - scratch . Air /water nut - painting peel off . Suction cylinder nut - painting peel off . Universal cord - scratch . Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer returned the loaner device with a reported issue (complaint description of a/w (air/water or aspiration problem). There was no patient harm, no user injury reported . Device inspection found foreign material clogged inside the nozzle.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, a presumed cause of the phenomenon could not be further determined. The user can detect the event properly by handling device in accordance with the following (IFU): ¿·operation manual_ preparation and inspection inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities ·operation manual_ inspection of the endoscopic system - inspection of the air-feeding function. - inspection of the objective lens cleaning function¿. The IFU states on reprocessing of the a/w (air/water) nozzle and channel as follows: "·reprocessing manual_ precleaning the endoscope and accessories flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the a/w channel cleaning adapter (mh-948) after each patient procedure. - flush the air/water channel with detergent solution¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer for b3, b5 and h6.

Event description:
Customer reported an issue with the scope during a diagnostic procedure. The nozzle was clogged and they had problems inflating the patient's bowel. The procedure was slightly extended but the customer confirmed no patient impact. The procedure was successfully completed using a second scope.